Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure, the system was powering on with error 32056 on arm2. The customer had hard power cycled several times with no change. Customer needed all 4 arms for this procedure. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to address the error 32056. The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the usm to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained.